Manufacturer narrative:
The pump was received with a deep scratched display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip. No crack/damage on the lcd glass was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a crack on the screen and they could not properly read the display. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.